Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set bent cannula event and was taken to emergency room (ER) and then subsequently hospitalized on (B)(6) 2024 due to hyperglycemia. The patient then shifted to intensive care unit (ICU) as the blood glucose level was 750 mg/dl and also have ketones. The patient got treated with intravenous and fluids of saline and insulin and was released from the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 02 - (B)(4) MDR 3003442380-2025-14751. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal (blockage). Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: autosoft xc cannula enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14751. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation was initiated under complaint investigation child record (B)(4). A complaint was received for the inset product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Controls review: according with an analysis in the inset area with a process mapping it was identified the next process controls to detect material in process with failures. A) 100% flow test in the inset final assembly process. During the inset final assembly process a verification at 100% is carry on segregating and send to scrap the material that present leak and flow failures, this inspection at 100% is performed according with the document rev. 108 (work instructions for inset product assembly lines). The pfmeca's for the inset assembly lines 1, 2, 3, 4, 5, 6,7,8,9 and 10 are equals due to the machines are similar, for the analysis will be use the process failure mode, effects, and criticality analysis (pfmeca) of the inset assembly line 6. B) 100% visual inspection. During the inset packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Needle guard is present on the needle. Cover is not damaged or burned printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. This inspection at 100% is performed according with the document rev.105 (instructions for packaging inset family products) for further information please see memo attachment - quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Conclusion: although the lot number and physical samples were not provided, the investigation confirms that robust process controls are in place for the inset product. These include 100% flow testing during final assembly and 100% visual inspection prior to packaging, as specified in the applicable work instructions and documented in the process failure mode, effects, and criticality analysis (pfmeca). These controls are designed to detect and segregate defective units, ensuring product integrity and compliance with quality standards. Based on the review, the risk of undetected defects reaching the customer is considered low.

Event description:
To date no additional patient or event details have been received.